Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an out of range measurement right ventricular (rv) lead impedance alert. This ICD system remains in service. No adverse patient effects were reported.